Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) intravia containers were observed to have particulate matter inside the bags. This was identified during the customer's visual inspection process. The events occurred prior to patient use. There is no patient involvement. No additional information is available.

Manufacturer narrative:
Five (5) devices were received for evaluation. During visual and microscopic inspection, one device was observed to have particulate matter (pm) on the outside of the bag, one device had a 0.3 mm divot, one device had a white 0.6 mm abrasion, one device had 2 white abrasions (0.5 mm and 1.2 mm) and the last device was observed to have a 0.1 mm gel mark. The pm on the outside of the bag is not in the fluid path. The divot and abrasions are generated during handling of the samples and have no effect on the functionality of the device. Lastly, a gel mark of 0.1 mm was identified; however, it is acceptable since the gel mark is under 0.3 sq mm per the specifications for this device; therefore, this condition is not considered a defect. The reported condition was not verified in any of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.